Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the interface board. The pump was unable to perform the self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. No moisture damage on the motor was noted. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 212 mg/dl. The customer stated that she had a hard time getting lantus and her blood glucose are higher. The customer stated that she tried various batteries and the pump did not work. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer did not have new batteries to test with. The customer was advised to revert to a backup plan per health care provider's instructions until the replacement battery cap arrives.